Event description:
Information was received from patient's representative regarding an implantable neurostimulator (ins). It was reported that the controller has been having problems for the last week or two. Caller stated they can¿t turn off the intensity and they¿re getting error messages. If they turn down the intensity, like if they were at .2 and turn it down to .1 and try to turn it back up to .2, they¿re seeing ¿settings not available cannot provide your desired intensity settings¿ message which is currently on. It¿s not letting the patient increase the intensity. Caller mentioned they tried charging the patient's implant fully and reset the controller, but it did not get rid of the message. Caller stated the patient has groups a and b with two programs each, and group c with four programs. Agent had caller to switch to different groups and attempt to increase the intensity, but the caller stated they had already tried switching groups and adjusting the intensity in each group. During the call, the caller attempted to manually adjust the intensity per program in group c to 0.2, but still received the ¿settings not available¿ message. For the event date, caller stated 2 weeks ago. Agent reviewed the oor message and redirected the caller and the patient to their healthcare provider (hcp) office to check the parameters or intensity settings. Caller stated they have not seen the doctor in the last two weeks. Their hcp indicated that it was not their fault and advised them to call the manufacturer. Caller mentioned that their local manufacturer representative (rep) who is not returning any of their calls and they¿ve tried multiple times but they¿re not getting a response. Caller also mentioned that the patient called again on the 20th and 23rd. Emailed reps for visibility. Caller stated that they were able to speak with the rep today and have scheduled an appointment with their hcp to address the programming of the patient¿s ins. Additional information was received from the manufacturer representative (rep). It was reported that an impedance check was performed. The cause of the settings not available was due to high impedances with electrodes 2,3,4,5,6,7,1. Rep programmed around the impedances. The issue has not resolved. The patient was prescribed an xray with potential lead revision.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.